Manufacturer narrative:
Sc-1132 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was unable to be charged. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to be charged. The patient underwent an ipg replacement procedure and was doing well post-operatively.